Event description:
It was reported that the customer's insulin pump had a button error alarm. It was advised to take the battery out of the device for 2-4 hours and then to attempt to resume insulin pump therapy, and to monitor the situation closely. The customer will be contacted by the foreign office later. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.